Event description:
The hcp reported the patient was experiencing a return of symptoms prior to the last refill on 02/2005. No volume discrepancy was noted at the refill. A roller study was done and reported as roller is turning. A radiolabeled indium study noted "nothing is leaving from the pump." The patient continues to experience increased spasticity in spite of a 20% increase in the daily dose. A follow up report will be sent when additional information is received.